Event description:
It was reported the patient experienced pain at the pocket site due to the implantable pulse generator (ipg) hitting various objects. The physician assessed that the ipg was tilted, and the patient then underwent a revision procedure where the device was repositioned. The patient recovered well post-operatively.